Event description:
It was reported that on (B)(6) 2026 the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 25 mg/dl, resulting in emergency medical services transport to the emergency department. Symptoms included hypoglycemia and difficulty speaking. Emergency medical personnel administered IV dextrose, and hospital staff provided oral glucose; the patient was treated and discharged from the emergency department the same day without inpatient admission. The patient remained connected to the ilet during the emergency department visit and has continued therapy since discharge. Investigation included communication with the patient and review of the information provided. No device malfunction or device component failure was identified. The cause of the hypoglycemic event was not established. If additional information becomes available, a supplemental MDR will be submitted.